Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, single-port fenestrated bipolar forceps instrument (fbf) tip was broken. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the instrument was broken off. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single-port fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. Broken piece, measuring approximately 8.23mm x 2.55mm was returned with the instrument. Returned with the instrument. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 4.62mm x 15.82mm, was returned with the instrument. The instrument was found to have a broken conductor wire at the distal end. The break on the conductor wire is located at the molded insulator. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.